Event description:
It was reported that a patient underwent a gyn procedure on an unknown date in 2022 and developed a serious inflammation of the abdominal fascia. The patient also experienced seroma and complication in healing. Additional wound dressings, drainage, wound irrigation with antibiotic solutions and antibiotic therapy were performed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation)? The doctor considers that the etiology is linked both to the suture and to the obesity condition of the treated patient. Besides the serious inflammation of abdominal fascia, was there any adverse consequence associated with the patient? Seroma, complication in healing. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Additional wound dressings, drainage, wound irrigation with antibiotic solutions, antibiotic therapy. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No informations about medication name and therapy. What is the patient¿s current status? Patient is healed. Please provide the lot number: no informations. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name and date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? How was the seroma managed? Please include dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Female, high bmi what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Abdominal fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes please describe the medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Anomaly after implant. Unexpected inflammation of fascia can you describe the appearance of the stratafix suture during second procedure? The suture was good what symptoms did the patient experience following the index surgical procedure? Onset date? Inflammation of fascia, seroma, desease , pain how was the seroma managed? Please include dates and results.topical dressing other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? In opinion of surgeon the etiology of event is related to the high bmi of patient and the use of stratafix suture if applicable, will product be returned? If so, please provide the return date and tracking information. No name and date of index surgical procedure? Not reported. The diagnosis and indication for the index surgical procedure? Not reported.